Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted without incident. When the patient was discharged, she was told to not take her blood thinning medication for two days. Three days later, the patient developed weakness on her left side and was hospitalized. A CT scan showed that the patient had a right middle cerebral artery (mca) stroke. The patient was treated with tissue plasma activator (tpa) which resolved the issue. A thrombectomy was not required. No additional adverse patient effects were reported. The patient recovered and was discharged to home. The s-ICD system remains implanted and in service.